Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device, shortly post implant, exhibited three untreated episodes. The episode technical review confirmed artifact noise that was then reproducible during the follow-up in clinic evaluation. Furthermore, the technical review suspected either a loose setcrew or possible air entrapment. No resulting adverse patient effects were reported. It was later reported that during surgical intervention, no issues with connection were identified thus it was concluded that the initial observations were likely due to post implant air entrapment. To date, this product remains implanted and in service with no further complications reported.